Event description:
The physician intended to use the hawkone m to treat the superficial femoral artery. Resistance was encountered when advancing the hawkone to the lesion site. It was reported the cutter blade would not retract into the housing. The device was removed to be cleaned, the thumbswitch unjammed and the cutter was able to close; this happened on three occasions. The decision was made to do a pta. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.